Event description:
It was reported that during a da vinci s hysterectomy procedure, the tips of the pk dissecting forceps instrument would not move correctly. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that intuitive motion was not being experienced due to a broken pitch cable. The pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis does not exhibit any damage or wear marks. Electrical continuity passed. The instrument has 3 uses remaining. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.